Event description:
Pt stated the cadd ext set has caused the alarm to beep, more than once, had to use another set when this happens. Cadd ext set lot number unknown. Pump serial number unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Unknown. Did we replace device? Cadd ext set replaced. Pump not replaced. Did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Diagnosis for use: pulmonary arterial hypertension. Pt: 4582. Device: 1012. Ref: mw5187158.